Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due t o pocket erosion. It was noted the patient was on a blood thinner at time of implant and developed a hematoma, which may have contributed to the erosion. The system will be replaced at a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.